Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, almost 6 months after three dental implants were installed in intraoral regions #5, #4 and #3, their non-osseointegration was observed. 50 ncm of primary stability was achieved and the implants were installed without immediately load. The patient presented bone type I.